Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. At this time, a connection between the umbilical hernia repair and the vaginal fistula has not been established. Fistula formation is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by manufacturer? Remains implanted.

Event description:
It was reported that on (B)(6) 2003 the patient underwent the repair of an umbilical hernia and was implanted with a bard kugel patch. As reported after the pain of the surgery resolved the patient had no issues. In 2018 the patient was diagnosed with a vaginal fistula that required four procedures about six months apart. As reported in one procedure (robotic) the surgeon identified the area of the hernia repair and fixed a defect. The contact reports that she does know if there was a relationship between the umbilical hernia repair and the vaginal fistula. The contact states at this time the patient's health is good and problem resolved after the final surgery.